Event description:
Healthcare professional reported "capsular contraction baker grade unknown" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and white particles in the surface of the shell. Cloudy and voids were observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contraction baker grade iii against left device. The device was explanted. Healthcare professional reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Healthcare professional reported capsular contraction baker grade iii against left device. The device explanted. Healthcare professional reported rupture.